Manufacturer narrative:
The date of implant represents the date the patient was placed on lvad support. The mobile power unit is not a single use device. Approximate age of device - 8 months (calculated from the date of pump implant). The mobile power unit remains in clinical use and the patient continues on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2018. During review of the patient¿s submitted system controller log file, the manufacturer¿s technical services observed a no external power event that was potentially was caused by the mobile power unit¿s (mpu) power cord coming loose at the mpu connection. During the event, the system controller backup battery supplied power to the pump as designed.

Manufacturer narrative:
Section d10, h3, h4: additional information. Manufacturer's investigation conclusions: the reported event of alarms while on mpu can be confirmed. The event log file provided by the customer contained events recorded from (B)(6) to (B)(6), 2018. The information recorded on (B)(6) at 18:36 revealed that com a and b faults became active and the power source voltage levels significantly decreased. The event occurred while the system was powered by a mpu. The recorded speed decreased to 0 rpm and the recorded voltage levels were 0v. Approximately 11 seconds later the controller¿s white power cable was connected to a 14v battery and the system resumed normal operation (~4 sec after connected to 14v battery). The remaining data captured in the log file appeared normal. The evaluation of the returned the mobile power unit serial number (B)(4) revealed compromised/damaged power supply pcb components. As a result the unit was not able to supply power. The damaged power supply board was replaced and the issue was resolved. A full functional test was performed and the mpu passed all tests. The mpu was returned to the customer with a new-stile v-lock ac power cord. In conclusion, the atypical events captured in the log file and the damaged mpu power supply appeared to be related to electrostatic discharge (esd).

Event description:
On november 12, 2019 abbott decided to recall the mobile power unit (mpu) related to mpu pcba damage caused by an esd event and this esd event also resulted in a hm3 motor reset. Unexpectedly the pump was able to restart and run on the backup battery. The mechanism of how the pump was able to restart is being investigated by CAPA per internal procedures.